Event description:
At approximately 6:30-7:00am, the customer received a blood glucose reading of 89-90mg/dl and took her daily insulin dosage of 30units of humulin n-100. When she went into a coma at approximately 11:00am, the paramedics were called. When she arrived at the hospital her blood glucose was 22mg/dl. Treatment was not discussed.

Event description:
The advocate stated his mother went into a diabetic coma and was hospitalized. Her blood glucose dropped to 22mg/dl. Advocate was unsure if his mother was using her contour next ez or contour next meter at that time. Specific information was not provided. The customer was released from the hospital. The advocate was asked to return the test strips for evaluation. New meter and strips were sent to the customer.